Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device experienced a self test failure. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced a self test failure. There was reportedly no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a cut cable. Although the customer declined repair service and no further information is available, this will be documented as a malfunction that occurred at the time of the reported event. The device remains at the customer site and no further evaluation is warranted at this time.